Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of one loading unit noted that the device was pre-fired and engaged in interlock. The clamping mechanism was not oriented properly and the anvil was bowed. Visual inspection of the other returned product noted that the loading unit was partially fired with the interlock engaged. The jaws were open. Pmv performed functional testing. The first loading unit was loaded into a post market vigilance instrument for functional testing. The loading unit would not clamp, the clamping mechanism was not functioning properly. The second loading unit was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the loading unit was applied to test media. All remaining staples were placed, and test media was cleanly transected. The loading unit interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on stomach during a laparoscopic sleeve gastrectomy, the reload did not fire after pressing the green button. They used another device to complete the case. There was no patient injury.